Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Medical/surgical intervention was required to resolve the granuloma, and the issue had resolved. The cause was infection and surgical technique, but no further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot#: 0213015220, implanted: (B)(6) 2019, product type: lead. Product ID: 3387-40, lot#: 0213918059, implanted: (B)(6) 2019, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2019, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 13-sep-2022, UDI#: (B)(4), product ID: 3708660, serial/lot #: (B)(4), ubd: 13-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). The physician reported the patient had a kind of granuloma on the neck at the extension area. The leads impedance was ok according to the physician and the deep brain stimulation (dbs) therapy was ok but the physician was worried about the granuloma. It was unknown if any environmental/external/patient factors had led or contributed to the issue. The physician was investigating for more information. The patient was under an antibiotic scheme and the physician asked the neurosurgeon to review the case. It was reported the dbs therapy was working properly it was unknown if the issue was resolved at the time of the report. No symptoms or complications were reported or anticipated. It was unknown if medical or surgical intervention was needed to prevent a permanent impairment of a function. The event did not lead to patient hospitalization. The patient had a medical history of primary dystonia. The patient was alive without injury.